Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign: china. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the implant was being inserted into position, the green handle could not be separated from the implant. It was ultimately decided to remove the entire implant and separate it outside the body. Despite trying every possible method, it took at least an hour and a half to separate the implant from the inserter. The patient was bleeding heavily. Attempts have been made and no further information has been provided.